Manufacturer narrative:
(B) (4).

Event description:
The pt felt jolting while standing or walking while using implantable neurostimulator program #3. Program #1 was much more comfortable. The pt was encouraged to use program #1.